Event description:
It was reported that the lead was explanted and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 16.0-16.2cm and 18.9-19.1cm from the connector pin. Internal insulation abrasion was noted at 14.2-14.4cm from the lead tip. The etfe coating was intact at all abrasion locations.